Manufacturer narrative:
The event of other - medical is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: other - medical.

Event description:
Patient reported "they were feeling sick". This record is for the left side. Device was explanted.